Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that patient requested information concerning turning stimulation off. The patient programmer was working as intended and she was able to turn stimulation off. The patient added that she had an EKG a few months ago. The patient stated she did not turn stimulation off and the results were affected. The patient stated, ¿it just went crazy.¿ no patient symptoms were reported. No further complications were reported/anticipated.